Event description:
It was reported that the patient went to the hospital due to feeling bad, and evaluation showed a heart rate of 35 bpm. The device could not be interrogated, and there was no magnet response and no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable and fine".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.